Event description:
It was initially reported that high lead impedance were obtained during generator revision surgery when the new generator was connected to the existing lead. The generator was being replaced due to end of service as the physician could no longer establish communication with the generator (there were no issues interrogating other pts' devices). The lead appeared to be broken. The lead was not replaced. Follow up revealed that no x-rays or programming history are available. It is unk if any trauma or manipulation occurred. The explanted lead and generator have been returned to the manufacturer and product analysis; however, device evaluation has not been completed at this time. Good faith attempts to obtain the pt's lead info (model and serial number) have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.